Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, the faradrive steerable sheath was selected for use. At the time of sheath insertion into the catheter, aspiration was attempted as per standard procedure. However, multiple air bubbles were observed in the flushing line and in the aspiration syringe, indicating a loss of seal. This was attributed to a valve leakage issue, compromising the systems airtightness. Leakage of fluid and air from the sheath was also observed. No air was observed in the patient. The sheath was replaced, and the procedure was completed successfully without patient complications.